Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: not observed ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device.. ¿ deformation: observed. ¿ capsular contracture: unable to observe since it is not related to the device.. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side rupture. Patient additionally reported capsular contracture baker grade IV, seroma, wrinkling, and deformation. Device has been explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported implant rupture on the left. The device status is unknown.